Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the atrial lead. A previous instance of noise had also been noted on (B)(6) 2013. The lead was explanted and replaced during a system revision on (B)(6) 2014.